Event description:
An electronic report has been rec'd from a peritoneal dialysis pt. The pt reported that the tubing was leaking and sucking air. A call was placed to the pt where it was learned that in 2008, the pt hooked up to this treatment set, and then in the morning, he woke up to a wet bed. He then examined the connector closely, and he then noticed a hole. The pt then notified the clinic of this event. The pt arrived at the clinic where a sample of effluent was obtained and was sent for a culture, a new extension set was placed, and the pt was given a prophylactic dose of antibiotics. It was also learned that starting six days later, the pt was to start a 2 week course of antibiotics due to the results of the culture. The pt did report he had some symptoms associated from this event. He reported chills, abdomen pain, and a low grade fever of 99.0f. He was able to continue peritoneal dialysis throughout event. The rn has reported that to date his re-culture results remains clear. This pt is able to continue peritoneal dialysis. A sample is available for an eval.